Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that metallic particles were noted in the patients eye at postoperative check. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. There was no phacoemulsification handpiece or tip returned for evaluation for the report of metal particle inside the eye; therefore, the condition of the product could not be verified. There are no lot or serial numbers identified with this complaint. Therefore, a lot history review could not be conducted. Phacoemulsification tips are 100% visually inspected by trained operators during the manufacturing process. Threads are inspected to insure they conform to specification. Because a samples were not returned from the customer and no lot and serial number information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).